Event description:
The customer's father reported that the insulin pump was delivering bolus too quickly. Blood glucose level at the time of the incident was 64 mg/dl, which was treated with food. Caller reported that bolus delivery was sped up and numbers were being skipped on the display. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. All test bolus were delivered properly and the incremented amounts were listed in the bolus history screen. No bolus anomaly or history anomaly noted. No bolus increment anomaly noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.